Manufacturer narrative:
After further evaluation, the suspect medical device was changed on (B)(6) 2017 from architect i2000sr analyzer, list 03m74-02, manufacturing site (B)(4) to architect ca125 ii reagent, list 02k45-28, manufacturing site abbott (B)(4) MDR number 1415939-2018-00003 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased architect ca-125 result of <1.0 u/ml was generated for patient sample ID (B)(6) on (B)(6) 2017. No error messages were generated. The same sample was automatically retested twice and the results were 24.3 and 25.4 u/ml. No adverse impact to patient management was reported.